Manufacturer narrative:
The axiom luminos drf system is equipped with the red emergency stop buttons. Pressing these buttons will cause the system drives to shut down and movements will be stopped immediately. Movement can only be continued when stop is canceled. It was reported that the provided log files show that in this case no emergency stop buttons were activated by the operator. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. Customer's address: (B)(6). This report was submitted october 22, 2014.

Event description:
It was reported that a patient with a broken ankle was on the table of the axiom luminos drf system in the supine position when the table suddenly began to tilt. According to the provided information, the tilting motion began without the operator initiating any system movement. The movement stopped when the tilt reached 90 degrees. The operator had to hold the patient to prevent him from falling off the table until the motion stopped. There have been no injuries attributed to this issue. The reported event occurred in (B)(6).